Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the hospital with volume overload and received a dose of diuretic on (B)(6) 2022 and (B)(6) 2022. The patient had a lactate dehydrogenase (ldh) of 250 and a therapeutic international normalized ratio (inr). The patient began having low flow alarms with significant speed drops beginning (B)(6) 2022 at 9:07 am. Log files captured multiple intermittent low speed advisory alarms on (B)(6) 2022 and (B)(6) 2022 and no low flow alarms. Log files also showed that there was an increase in power during this time. The data showed 52 low speed advisories. Speed drops were as low as 4390 rpm. These issues only appeared while connected to the power module, and this type of behavior was linked to potential issues with the percutaneous lead. The patient did not report or have any trauma to their driveline and upon inspection did not have any external damaged and appeared brand-new. The patient did report a few "electric-like" sensations that they had at home but they did not have any alarms. The patient had a st. Jude biventricular implantable cardioverter defibrillator (ICD) that was interrogated and found to be working properly. The cause of the low speed was deemed to be a result of a short-to-shield. On (B)(6) 2022 the patient underwent a heartmate ii subcostal pump exchange due to internal short-to-shield.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low speed events and associated alarms, however, a specific cause could not be conclusively determined. The account submitted a log file for review. The submitted log file captured multiple low-speed events beginning on 22jun2022 at 09:07:28 through 23jun2022 at 01:10:10. Power elevations appeared to be associated with these events. Each of the events occurred while the system was operating on the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The heartmate ii lvas, serial number (B)(6), was not returned for analysis. Multiple attempts for additional information were sent to the customer and no further detail was provided. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 03oct2014. Section 1 of heartmate ii instructions for use (IFU) contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low speed events. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.